Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer had experienced hyperglycemia with blood glucose level of 429 mg/dl. Customer had been receiving insulin flow blocked alarm but the insulin exited. The insulin pump was in auto mode, but was kicked off due to high blood glucose. The device will not be returned for analysis.